Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the inner delivery catheter was blocked by foreign objects which prevented the guidewire from entering the catheter. A different catheter was used to complete the implant. No patient complications have been reported as a result of this event.